Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultramini meter does not power on. The complaint was classified based on the customer care advocate's (cca) documentation. The pt alleged that the issue began on (B) (6), 2010 at 9am. The patient stated, he manages his diabetes with insulin (self adjuster). Immediately after the alleged issue occurred, the patient claimed he continued with his usual dose of medication, 50 units of lantus by insulin pen. The patient denied testing on another meter. Fifteen minutes after the alleged issue began, the patient complained of feeling jittery and sweaty. The patient administered self-treatment by food and/or drink two minutes later. At the time of troubleshooting, the cca verified that the subject meter did not power on with the test strip and/or power button. In addition, the cca noted that the battery in the subject meter was not replaced, per owner's manual recommendation. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.